Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to oversensing and increase of pacing impedance (>3000 ohm).

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 22.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 44 cm proximal to the lead tip and in the distal end region. Based on the characteristics of the insulation damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Furthermore, the fixation helix and rv shock coil were found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.